Manufacturer narrative:
H11: the lot number was not provided; a review of the device history records could not be performed. A photo was provided; review is currently underway. The device is pending return. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. D4 (expiration date is unknown) h4 (device manufacturing date is unknown) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on november(B)(6) 2025, during use of the pleurx pleural catheter mini kit, the valve component broke off. The valve was changed to resolve the issue, and the patient was drained successfully. There was no exposure to blood/bodily fluid. No medical intervention was reported. No patient injury was reported.

Manufacturer narrative:
H11: a physical sample was not received. One photo was received and reviewed. During photo review, the top half of the valve is missing. The result of the investigation was confirmed but cannot confirm how this occurred. A root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Complaints received for this product and conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for the identification of emerging trends. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6 annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6), 2025, during use of the pleurx pleural catheter mini kit, the valve component broke off. The valve was changed to resolve the issue, and the patient was drained successfully. There was no exposure to blood/bodily fluid. No medical intervention was reported. No patient injury was reported.